Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care provider (hcp) that in passing, a physician commented that they had seen loss of capture (loc) in a patient with a pacemaker. The hcp reported to boston scientific technical services that they did not know what type of device or what patient was involved. No adverse patient effects were reported.